Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to battery problem. No repair performed due to the device not needed for inventory. The unit will be scrapped.